Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a decentered ablation on a patient's right eye during a refractive procedure. Upon follow up, symptoms continue. Flap was lifted. Patient reports poor vision. Subepithelial "crystalline" deposit was noted on slit lamp exam.

Manufacturer narrative:
Clinical review shows the treatment reports depict functional eye tracking system and good fixation of the patient for both eyes. The manifest astigmatism for both eyes is higher than the corneal astigmatism. However, the topography does not indicate any astigmatism at all. Without a postoperative topography, no further analysis can be provided. Nevertheless, the device can be excluded as the root cause of the event. According to the clinical review, the system can be excluded as root cause. The manufacturer internal reference number is: (B)(4).